Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n559353001, attempted implant: (B)(6) 2016, product type: catheter. Product ID 8781, lot# n559356001, attempted implant: (B)(6) 2016, product type: catheter. Product ID 8781, lot# n593661004, attempted implant: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient in (B)(6) who was receiving an unspecified medication via an implantable pump. It was reported that during the procedure there was the inability to reach the target position as there was the inability to insert the catheter. The target position was reached with other catheters and therefore it was believed that there was a fault with these catheters. The target position was reached finally with the fourth catheter; ¿four pieces using a method of reaching the catheter tip¿. No patient symptoms were reported.

Event description:
On (B)(6) 2016 the representative clarified that insert the catheter meant that the catheter could not arrive at the target location. Troubleshooting included the physician opening and attempt the second the third catheter with the same results. In regards to the potential cause or contributing factor to this issue it was noted that the physician thought possibility that these catheter had the factor of these unsuccessful. The medication delivered by the pump remained unknown as it was not reported. The model/serial of the pump was not known. The catheters would not be returned as they were discarded by the hospital.